Manufacturer narrative:
The customer's complaint of blood leaking from the maxzero and difficulty removing could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported blood leaking from the maxzero and difficulty removing the maxzero from the PICC line. They reported the need to use a clamp to remove the maxzero. They noted the connectors leak after a blood draw and after flushing it with saline. There was no patient harm.

Event description:
Date of event: week of (B)(6) 2018.